Event description:
It was reported that the nurse who was removing the foley catheter from a post-op male patient noted some tension after the balloon was deflated. The pa was then reportedly called and was able to remove the catheter at the bedside. Once removed, a ridge was reportedly noted in the catheter. The customer noted that the ridge was not noticed prior to insertion of the catheter. It was later reported per additional information received from the complainant via email on 21 may 2019, the patient reportedly experienced discomfort upon removal of the catheter. No medical intervention was required.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with only a portion of the catheter shaft and inflation arm was shown in the photo sample. A cuff was noted on the shaft of the catheter balloon. Per specification, the balloon should not be stretched, wrinkled or deformed. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be low cure temperature. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿caution: ¿ federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ do not aspirate urine through drainage funnel wall. ¿ aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. ¿ as with all temperature probes: in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. 1salgado cd, karchmer tb, farr bm. Prevention of catheter-associated urinary tract infections. Prevention and control of nosocomial infections, 4th ed. Wenzel rp, editor. Lippincott williams and wilkins, philadelphia, 2003. 2ahearn d.g., et al: effects of hydrogel/silver coatings on in vitro adhesion to catheters of bacteria associated with urinary tract infections. Current microbiology, 2000, 41:120-125. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to the instructions for use. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse who was removing the foley catheter from a post-op male patient noted some tension after the balloon was deflated. The pa was then reportedly called and was able to remove the catheter at the bedside. Once removed, a ridge was reportedly noted in the catheter. The customer noted that the ridge was not noticed prior to insertion of the catheter. It was later reported per additional information received from the complainant via email on 21 may 2019, the patient reportedly experienced discomfort upon removal of the catheter. No medical intervention was required.